Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise and t-wave oversensing. It is suspected that the electrode may need repositioning. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the system has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise and t-wave oversensing. It is suspected that the electrode may need repositioning. There were no additional adverse patient effects. The system remains implanted.